Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the top jaw was missing plastic overmold. The missing piece was not returned. The reported condition was confirmed. The investigation found the top jaw overmold was damaged at the end of the jaw tip. The damage to the jaw's overmold likely occurred during the procedure when the user grasped on a metallic object and exerted excessive force. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the part of nylon fell off of the device's jaws. It is not known if the piece fell into the patient cavity. An x-ray was performed and nothing was detected, but the piece was never found.